Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that a patient presented in clinic with fractures on an atrial lead and an old inactive ventricular lead. These were confirmed via fluoroscopy. The ventricular lead had been capped since (B)(6) 2010. It was attempted to be explanted but since it was already cut this was unsuccessful. The atrial lead was capped on (B)(6) 2020. The patient was stable. Related manufacturer reference number: 2017865-2020-06991.